Event description:
Upon further query the following information was provided that indicated a leak. The tubing set was being used to deliver an unspecified volume of total parenteral nutrition, at an unspecified rate, for a duration of 18 hours, via a gemstar pump. No further programming parameters were provided. After an unspecified length of time, the patient's father reported that an unspecified volume of solution leaked from an unspecified location of the filter of the tubing set. It was reported that the tubing set was not replaced because the therapy was close to completion. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer contact reported that the device was discarded. During the investigation, no possible caused for the customer reported leak was identified. The device was not returned to hospira for testing and investigation; therefore attribution of the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.